Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation initial reporter full name: (B)(6).

Event description:
It was reported by the customer that during daily testing cs300 intra-aortic balloon pump (iabp) unable to zero pressure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation,component codes, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) displacement to check the anomaly. Equipment sometimes does not allow pressure zero. Faulty fiber optic board. Replacement of fiber optic assy (0997-00-1161). Functional tests. Equipment suitable for clinical use.

Event description:
N/a.